Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? N/a patient is okay. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. "The gun fired and cut but no staples formed" how was this managed? Managed during surgery? Monopolar or energy device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, misfire using the powered echelon. It occurred using a green (gst60g) reload on the second fire ¿ the gun fired and cut but no staples formed. Loud crunch heard. Scrub nurse kept the green reload in the jaws of the device and the first reload used gst60t and the echelon device for urgent collection.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. Corrected data = e1. Incorrect initial user used.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # u5dg7t. H6: component code: mechanical (g04). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage with two reloads present. The reload (b) was received fully fired. The reload (c) was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload may not have been fired over a hard object. Reload b: gst60t, t5ev7l, fully fired. Reload c: gst60g, u5ce28, right side fully fired, left side partially fired 1/3. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the one piece sled has been correlated to the design. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.